Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion; approximately 50% left." Customer statement: "underinfusion. 2 hour infusion approximately 50% left at end of infusion alarm."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400582214. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(6) 2.4 software version: l030003 2.5 hours of operation: 21383 hours 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of (B)(6) 2022 (specified date of the incident, given from the costumer) were investigated. The customer complained a malfunction around (B)(6) 2022 16:00 pm. Between 09:56 am and 12:03 pm an infusion was started. Several pressure alarms during the infusion were displayed (the reason for these alarms could not be clarified). At 13:40 pm a space line neutrapur was inserted. The vtbi was set to 540 ml and the time to 02:00 hh:mm. In the same minute the infusion was started with a rate of 270 ml/h. At 15:39 pm the infusion was stopped by pressing the start/stop button on the keyboard. Up to that time the pump has delivered 535,17ml (actual volume infused). The actual volume infused entries in the history files fit the set value by the customer. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-069) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,26%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. No anomalies in the history files could be detected. The complaint malfunction could not be reproduced. No anomalies could be detected, the device works according to the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.